Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The consumer reported that they were having spasticity in their legs. The patient's pump was delivering intrathecal baclofen. The patient thought their catheter may have come loose. The patient was feeling sleepy and the spasticity came on gradually and was getting worse. There had been no falls or traumas. The patient had tried to get an appointment but their healthcare provider (hcp) office could not see them until (B)(6) 2015. The patient mentioned they were going to take oral medications to deal with their symptoms. The reported wanted a list of hospitals that could troubleshoot the pump. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)